Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell four of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the care giver stated that one of the supply bags had a loose connection. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. However, as the caregiver stated that one of the supply bags had a loose connection and there was air in the line, a known cause for this particular alarm code. Should additional relevant information become available, a supplemental report will be submitted.